Event description:
On november 30, 2006 the lay user/patient contacted lifescan alleging that his one touch ultra meter was prompting the error 2 message. The senior medical affairs specialist spoke with the pt on 12/06/06 to obtain/clarify info. The pt confirmed that the error 2 message started and occurred throughout the day on november 30th. As a result of not testing, the pt states he did not take insulin. He described developing symptoms of high blood glucose, such as, a dry mouth sensation, frequent visits to the bathroom, slurred speech, and feeling very thirsty. He contacted emergency services for assistance at 3:30 pm. The paramedics obtained a 549 mg/dl on their meter and immediately transported the pt to the hosp. A result of "hi" was obtained on the ER meter. A lab test was performed and a result of 650 mg/dl was noted. The tp requested the hosp staff to administer 30 units of regular and 20 units of 70/30 insulin. He remained in the ER for 4 hours and was released with blood glucose of 212 mg/dl. He was diagnosed with bronchitis and was given a prescription for zithromax z-pak and tylenol with codeine. The pt indicated that he started getting sick on november 23rd and was obtaining results as high as 473 mg/dl. The patient reported that he had no visited his physician's office since 02/06. He had been following his insulin regimen and testing 7 times daily. Patient administers 70/30 insulin twice daily and regular insulin when his blood glucose is above 250 mg/dl at the time of testing. The customer care advocate (cca) discovered that it was a brand new meter and the test strips were damaged. The patient was unable to describe the damaged test strips. The cca also discovered that the pt was using incorrect testing techniques. The meter, test strips, and control solution were replaced. The complaint is being reported due to the following conclusion: the pt was unable to test, thus unable to administer his daily dose of insulin, developed symptoms consistent with hyperglycemia, tested 549 mg/dl"hi/650 mg/dl on hcp devices, and rec'd insulin treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.